Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol bard flat mesh (device 1). The patient's attorney made no allegations related to the bard/davol ventralex st. Note: not returned.

Event description:
On (B)(6) 2008 the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh (device 1). On (B)(6) 2015- the patient had unspecified injuries related to a defect in the bard flat mesh (device 1), and underwent revision surgery, and was implanted with an unspecified bard/davol ventralex st. As reported, the patient is only making a claim for an adverse patient outcome against the bard flat mesh (device 1). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. This emdr represents the bard/davol bard flat mesh (device 1). The patient's attorney made no allegations related to the bard/davol ventralex st. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 7 years 3 months post implant of bard flat mesh, patient was diagnosed with hernia recurrence, adhesions, fibrosis, pain and migration thereby underwent repair with removal of mesh. Per op notes, "the bard flat mesh had pulled away from the fascia". The instructions-for-use supplied with the device lists hernia recurrence, adhesions, pain and migration as possible complications. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2008 the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh (device 1). (B)(6) 2015- the patient had unspecified injuries related to a defect in the bard flat mesh (device 1), and underwent revision surgery, and was implanted with an unspecified bard/davol ventralex st. As reported, the patient is only making a claim for an adverse patient outcome against the bard flat mesh (device 1). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with incarcerated ventral incisional hernia thereby underwent open repair with implant of bard flat mesh (device #1). Per operative notes, ¿the hernia sac was dissected and a bard flat mesh (device #1) was placed and tacked.¿ (B)(6) 2015 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with removal of bard flat mesh (device #1) and implant of ventralex st mesh (device #2). Per operative notes, ¿the hernia contents were reduced. The mesh (device #1) had pulled away from the fascia, adhesions were taken down. The mesh (device #1) was removed and a ventralex st mesh (device #2) was placed and sutured.¿ (B)(6) 2015 - patient was diagnosed with abdominal pain thereby underwent CT scan. Attorney alleged that the patient had adhesions, mesh shrinkage, pain and hernia recurrence.